Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, visual inspection revealed a scratched lcd window and cracks on the belt clip slot, battery tube threads and reservoir tube lip.

Event description:
The patient stated that she was hospitalized due to hyperglycemia, with a blood glucose of 560 mg/dl. The patient felt nauseated, and had ketones as well. The patient stated that she has been experiencing high blood glucose for quite some time, and felt that the device was not working properly. Troubleshooting was performed, and the insulin pump was programmed correctly. The unit passed the prime and high pressure tests. However, agreed to replace the unit because the patient still did not fell comfortable wearing it. Nothing further was reported.